Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the patient, five weeks following full hip replacement, multiple deep wounds developed along the incision on the front of the left hip. The wounds were still wide open and were spitting the sutures 11 weeks after the initial procedure. The sutures have not been absorbed. The patient had been going to another hospital for five weeks now. The second hospital had determined that the patient was having a reaction to the absorbable internal sutures.